Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the first post implant follow-up, the battery of this implantable device exhibited a remaining life of 1.5 years. The leads were tested with normal values observed and the stimulation output adjusted so as to illustrate if the battery life would adjust or correct. Post programming adjustment troubleshooting failed to show battery longevity improvements thus, the physician suspected to be device to be exhibited an accelerated rate of battery depletion and scheduled a device change out. No additional adverse patient effects were reported and the device replacement is pending at this time. Subsequently, the device was confirmed explanted and replaced in absence of any additional adverse patient effects. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that during the first post implant follow-up, the battery of this implantable device exhibited a remaining life of 1.5 years. The leads were tested with normal values observed and the stimulation output adjusted so as to illustrate if the battery life would adjust or correct. Post programming adjustment troubleshooting failed to show battery longevity improvements thus, the physician suspected to be device to be exhibited an accelerated rate of battery depletion and scheduled a device change out. No additional adverse patient effects were reported and the device replacement is pending at this time. Subsequently, the device was confirmed explanted and replaced in absence of any additional adverse patient effects. The explanted device was later returned for analysis.